Event description:
It was reported that during an implant, the left ventricular pacing lead did not go out as far as the doctor wanted. When closing the pocket, the lead dislodged. The lead was removed and replaced. It was also reported that the scrub technician noted that saline was spraying out the side of the lead when the lead was being flushed prior to returning the lead to the manufacturer's representative. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed that all conductors had blood/body fluid, not obstructed.